Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During treatment, the thermogard console [sn (B)(4)] powered off. The customer was unable to restart the console. Another console was used to continue the treatment. No consequences or impact to patient.